Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The impella device was discarded. The root cause of the product damage (cannula kink) issue was most likely patient condition related with difficulty delivering pump due to difficult anatomy based on clinical information. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number: 1220648-2025-29909. D.4 revised unique identifier (UDI)# as it was previously entered incorrectly on initial manufacturer device report number: 1220648-2025-29909. H.6 code 3036 was inadvertently omitted from the initial manufacturer device report number: 1220648-2025-29909 and was added. Coded 4114 was previously entered incorrectly on initial manufacturer device report number: 1220648-2025-29909. Code 4115 was added as the device was discarded. H.10 additional manufacturer narrative on initial manufacturer device report number 1220648-2025-29909 reported incorrectly that the device was not returned. Device discarded should have been reported.

Event description:
It was reported there was difficulty implanting an impella 5.5 was due to patient anatomy. Also, a kink was observed in the catheter. A new catheter was used to implant the pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.